Manufacturer narrative:
Study event. Evaluation summary: the stent remains in the pt. A conclusive root cause for the aneurysm and its relationship to the device, if any, could not be determined. Reported info available is not sufficient to determine relation between the event and the device quality. Aneurysm may occur during this type of procedure and, as listed in the instructions for use, aneurysm is a known potential adverse effect associated with the use of the device. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event.

Event description:
Device malfunction: none. Symptoms/ae: aneurysm. Time of ae: 7 days post procedure. It was reported that seven days post successful xact stent implantation in the right internal carotid artery, the pt was readmitted with a cerebral aneurysm, possibly in the occipital lobe. A neurosurgeon was consulted. Though requested, no additional info was provided.